Manufacturer narrative:
The lens was returned loose in a clear plastic bag inside the opened carton. Solution was dried on the lens. One haptic was bent in the gusset area. The other haptic was broken in the gusset area. The broken haptic was not returned. The optic anterior and posterior surfaces were scratched. The optic has multiple areas that are split and cracked. The root cause cannot be determined for the reported complaint. The initial reported complaint was "unable to insert lens into eye - partially inserted lead haptic". The returned lens has haptic and optic damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used with the lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an iol implant procedure, the surgeon was unable to insert lens into eye, partially inserted lead haptic and was unable to manipulate. The lens was replaced with another lens on the same day. Additional information has been requested.